Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia. (B)(6). Please see below forms for case number (B)(4). An additional email is to follow with her before and after pics. Kindest regards, (B)(6).

Event description:
Upon further review of the reported event, this reporthas been identified as a duplicate report. (B)(4). (B)(6). Sent from my iphone.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1, h11. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00238.